Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the operator of a dimension vista 500 instrument experienced an electrical shock after touching the door of the integrated multisensor technology (imt) sensor. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and could not confirm the incident. The voltage at the imt module, at the door and body, was 0 volts. The imt sensor door was jammed and it was replaced. The cse aligned the imt module. The system's check 1 was run and the system was reset. Quality controls were run, which passed. Siemens further investigated the incident and found no reason for an electrical shock. The imt module is operated by "low" voltage (less than 24 volts dc) and with a low current (25 ma). The customer may have experienced a static shock. The potential cause of the incident was due to the low relative humidity in the laboratory, and the operator may have struck an object while opening the door. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center to report the operator of a dimension vista 500 instrument experienced an electrical shock after touching the door of the integrated multisensor technology (imt) sensor. The operator was opening the door in order to replace the imt sensor. The operator did not seek medical attention and stated there was no injury. There are no reports of patient intervention or adverse consequences from the incident.